Event description:
On 09/06/2025, the user reported a blood glucose of 40 mg/dl, which was corrected with glucose tablets. No medical assistance or hospitalization was required, and the user resumed normal therapy with no lasting effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.